Event description:
Pt had a vagal nerve stimulator: generator and lead placed in 2002, used until recently without event until product stopped functioning. Pt was scheduled for replacement of generator surgery. It was at this time during the pt's preop assessment with company's rep, lead impedance was found to be faulty. Upon operative examination surgeon identified the lead that was placed in 2002 to be broken. The lead and the generator that was previously implanted was then explanted. Reason for use: epilepsy.